Manufacturer narrative:
Product complaint #: (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Date of event: the date of the event was not reported. Procode: krd/hcg. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of three products involved with the complaint and the associated manufacturer report numbers are 3008114965-2021-00396 and 3008114965-2021-00398. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a coil embolization, a 2.5x5 orbit galaxy xtrasoft (640cx2505, 30536893), a 3x6 orbit galaxy xtrasoft (640cx0306, 30383962), and a 2.5x5 orbit galaxy xtrasoft coil (640cx2505, lot unknown) could not detach. There was no patient injury reported. No additional information was reported at the time of the complaint initiation.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization, a 2.5x5 orbit galaxy xtrasoft (640cx2505, 30536893), a 3x6 orbit galaxy xtrasoft (640cx0306, 30383962), and a 2.5x5 orbit galaxy xtrasoft coil (640cx2505, lot unknown) could not detach. There was no patient injury reported. No additional information is available. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation (mre) was performed for the finished device 30383962 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint of ¿coil ¿ failure to detach¿ could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation/interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. Multiple attempts to obtain additional information/product return status were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.